Event description:
The customer was hospitalized for high bgs. It was reported that the customer had diarrhea the night before the admission. Troubleshooting was performed. The insulin exited during prime and the high-pressure test passed.